Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were closed. Staples were protruding from the proximal end of the staple cartridge channel. A textured surface was observed around the I-beam. A manufacturing assessment was performed for this event. To achieve complete insertion, the proximal end of the single use loading unit (sulu) must be fully seated into the distal end of the instrument shaft and rotated counterclockwise to ensure proper engagement. However, if the reload was forcefully pressed into the stapler, the firing rod may prematurely move forward and incorrectly engage the reload¿s knife mechanism, causing the I-beam to advance unintentionally without engagement with the handle firing rod. As a result, the jaws close. It was reported that the jaws failed to open, so firing was not possible. The reported issue was confirmed. The product analysis noted evidence t hat the device was not used as intended. The evaluation detected an unreported condition: there was lock ring damage. Visual inspection noted that the instrument, which was assembled combining manual and machine elements, did not present any malfunction leading to failures. The unit was loaded and fired with no issues when functional test was performed confirming acceptable condition, after it was overridden due to previous interlock engagement. The scenario received was replicated and confirmed as incorrect loading. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: in loading section, step 3 states that insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#:p2f0440s), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p4g1214s), egiaustnd, egiaustnd endogia ultra univ std stap (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic radical gastrectomy for gastric cancer; the manual handle was properly assembled and the first purple cartridge. After closure, the jaws failed to open, so firing was not possible. A second purple cartridge was then loaded, which allowed the jaws to open, but firing was still not possible. A new stapler was opened and used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d3, additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.